Event description:
Tech reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio during the device start up phase before a pt was on the device. The change was noticed when the device alarmed high conductivity. There was no pt injury or medical intervention associated with this incident.